Manufacturer narrative:
The pump has been returned to animas for evaluation; however, investigation is not complete. Once the evaluation is complete, a report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn. Evaluation revealed that the ok and up arrow keypad buttons were unresponsive and the contrast and down arrow keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts and all of the key contacts were inverted. The keypad was also found to be leaking and there was moisture inside the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.